Event description:
A report was received that the patient was unable to charge due to the depth of the ipg. The physician has elected to revise the patient.

Manufacturer narrative:
Additional information was received that the patient had the ipg and 2 extensions, anchors and a paddle lead removed. Upon opening up the incision to remove the paddle, it was found that the paddle had split and electrodes were exposed and embedded in scar tissue. The surgeon was only able to remove a few electrodes and the rest stayed in the scar tissue. The patient was then implanted with a new paddle and ipg. No malfunction was suspected with ipg. Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description:artisan surgical lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge due to the depth of the ipg. The physician has elected to revise the patient.